Manufacturer narrative:
This report is submitted on july 25, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced soreness at abutment site subsequent to sustaining a head injury. The patient was administered topical and oral antibiotics on (B)(6) 2017 (duration unknown). The implanted device remains.